Event description:
It was reported that prior to initial implant procedure it was found during interrogation that pacemaker was in backup mode. The pacemaker was not implanted and the procedure was completed using an alternate pacemaker on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of an backup was confirmed. As received, the device was in backup mode. The review of device image found that the device was in backup mode due to code corruption which is caused by cold temperature sensitivity of integrated circuit. Temperature cycle test was performed and was able to reproduce the reported event. Longevity assessment of device was normal.